Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material#: 305197. Batch#: 3334871. It was reported by the customer that needle has appeared to have had ink across bevel. Verbatim: needle appears to have ink across bevel.

Event description:
Additional information received. Material#: 305197, batch#: 3334871. It was reported by the customer that needle has appeared to have had ink across bevel. Verbatim: needle appears to have ink across bevel. Additional information received on 26-apr-2024. Are you able to provide photos of the needles? Will attach to email. How many needles have you observed with this ink on them? Just one. When was this incident discovered? I.e. Before or after use. Before use. Any harm to patient or caregiver? None, caught before used.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported the needle appears to have ink across bevel. To aid in the investigation, one sample in a sealed packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the plastic shield has black specks of embedded degraded resin. The photo provided shows the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305197, lot 3334871. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.